Event description:
A port-a-cath was placed 2 years ago, for long term IV antibiotic therapy in the right subclavian vein. There was difficulty in placing the sheath and a second stick was required. A year and a half later, the port-a-cath was removed due to suspicion of infection. Two weeks after the removal, the patient was admitted for a possible infection. A cxr was taken , which demonstrated an opaque tubular structure along the previous port-a cath site that appeared to be consistent with an introducer sheath. This was removed in the or. The piece of sheath was approximately 6.5 cm in length. The possible infection was not related to the retained sheath piece.